Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('praying for a speedy recovery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("lost about 5 pounds"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: lost about 5 pounds. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), urge incontinence ("urge incontinence of urine") and adenomyosis ("uterus, adenomyosis") and was found to have weight decreased ("lost about 5pounds"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the dysfunctional uterine bleeding, weight decreased and adenomyosis outcome was unknown. The reporter considered adenomyosis, dysfunctional uterine bleeding, urge incontinence and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2012. Most recent follow-up information incorporated above includes: on 4-jan-2021: mr received: lot number, patient date of birth, reporters, rcc note, essure removal date was added. Event medical device removal updated to dysfunctional uterine bleeding. New event added: uterus, adenomyosis and urge incontinence of urine. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('praying for a speedy recovery') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media report received : previously reported event "injury to herself" pt updated to "medical device removal ", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), urge incontinence ("urge incontinence of urine") and adenomyosis ("uterus, adenomyosis") and was found to have weight decreased ("lost about 5pounds"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the dysfunctional uterine bleeding, weight decreased and adenomyosis outcome was unknown. The reporter considered adenomyosis, dysfunctional uterine bleeding, urge incontinence and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2012. Lot number: 958707 manufacture date: 2012-03 expiration date: 2015-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jan-2021: quality-safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report